Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels displayed as "low" on the continuous glucose monitor; cause was unknown. Bg was addressed via consumption glucose tablets. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Reportedly, customer continued to use the existing cartridge.